Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. It was reported that a ventilator inoperative condition occurred after an attempt to upgrade the device software. The philips service center confirmed the issue on evaluation. When the philips service center performed a software upgrade again, the software was upgrade was completed properly and the device powered on properly with a ventilator inoperable condition. Final testing was performed, and it was confirmed the device was operating properly.